Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement was reported.

Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint for the platform displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during functional testing. The root cause was due to defective load cell module. One of the load cell module was replaced to remedy the fault. During visual inspection damaged short black cover was noted. During the initial functional testing ua7 error message was observed upon powering on the device. Further testing showed that one of the load cell modules was defective. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The short black cover was replaced, after which the platform has passed both the run-in and final functional test.